Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was scratched during implantation and then it was removed and replaced with same model lens. There was no patient harm. The patient was not hospitalized in response to the event. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, an unspecified company handpiece, and a qualified viscoelastic were indicated. The product investigation could not identify a root cause for the reported complaint. Only the empty lens carton was returned. The file indicated that the company (1.50 cyl.) 21.5 diopter (add power +2.2/+3.2) lens was replaced with an identical lens model and diopter. The manufacturer internal reference number is: (B)(4).